Event description:
Information received from the field does not address the patient's clinical status but notes that during implant, the device paced the patient in the voo mode despite being programmed to vvi. The device was not sensing the patient's intrinsic rhythm.